Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff attempted to use the intra-aortic balloon pump (iabp) however when turned on, the pump gave a very loud constant tone. The green power indicator light is illuminated, but not the battery charged. A staff attempted to power on while on the call with the clinical support specialist (css) and it did the same thing. The pump was sent to biomed. There was no reported medical intervention or patient complications.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump had a constant alarm when it first turned on" cannot be confirmed. The pump was checked by the hospital biomed and no problem was found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the staff attempted to use the intra-aortic balloon pump (iabp) however when turned on, the pump gave a very loud constant tone. The green power indicator light is illuminated, but not the battery charged. A staff attempted to power on while on the call with the clinical support specialist (css) and it did the same thing. The pump was sent to biomed. There was no reported medical intervention or patient complications.